Manufacturer narrative:
The axium coil was not returned; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed and an event cause could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the implant coil could not be detached during embolization of aneurysm procedure. The implant coil would not detach with the instant detacher and also would not detach with the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use). No other details were provided.